Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint that the instrument jaws do not meet. Engineering found a broken pitch cable. The pitch cable was broken at the distal clevis hub. The cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The electrical continuity testing passed. Engineering also found scratches on the surface of the distal pulley. The reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si prostatectomy procedure, the fenestrated bipolar forceps instrument jaws did not meet as they should. The surgical staff swapped out the instrument for a different instrument to complete the procedure. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.